Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient might getting wet and had an infection but was sure if it was from purewick female external catheter related. Liberator representative advised on wick prepping and placement. It was noted that patient had been using products for less than 90 days. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used assembly collapses under vacuum¿. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Discontinue use if an allergic reaction occurs. Agitated, combative, or uncooperative and might remove the purewicktm female external catheter". It also states " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients always assess skin for compromise and perform perineal care prior to placement of a newpurewicktm female external catheter. Change suction tubing per hospital protocol or at least every thirty (30) days". Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient might getting wet and had an infection but was sure if it was from purewick female external catheter related. Liberator representative advised on wick prepping and placement. It was noted that patient had been using products for less than 90 days. It was unknown what medical intervention was provided for infection.